Event description:
Patient after comminuted fracture of the proximal right femur was taken to operation room after surgery patient complained of bruising. Bruising to the scrotal area noted several days post procedure, patient returned multiple times to operation room for excision of necrotic tissue, wound exploration ad debridement, doppler study demonstrated triphasic waveforms and patient was discharged in stable condition (see attached medwatch form mw5036421).